Event description:
Reporter indicated that the screen on the site's dell handheld would freeze following interrogations. Replacing the 7.1 flashcard and performing soft and hard resets did not resolve the problem. Following interrogations, the device would not display the results screen and would jump to the diagnostics menu. Good faith attempts are being made to expedite product return.

Manufacturer narrative:
Device malfunction is suspected but did not cause of contribute to a death or serious injury.